Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('surgical removal of coils-the end of each coil was left in the fallopian tube due to excessive bleeding; 2nd surgery needed.'), pelvic pain ('pelvic pain') and procedural haemorrhage ('surgical removal of coils-the end of each coil was left in the fallopian tube due to excessive bleeding 2nd surgery needed.') In a 30-year-old female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus infection, broken ankle, ovarian cyst, uterine bleeding and polymenorrhoea. Concomitant products included levothyroxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("psych injury, psychological or psychiatric problems-depression") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"), 2 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced rash ("rash"), skin disorder ("skin condition") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), pain in extremity ("severe hand pain"), muscular weakness ("hand weakness loosing all hand function"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (2nd surgery needed and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, procedural haemorrhage, depression, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, allergy to metals, fatigue, hormone level abnormal, migraine, headache, pain in extremity, muscular weakness, bladder disorder, urinary tract disorder and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscular weakness, pain in extremity, pelvic pain, procedural haemorrhage, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (pfs). Patient received treatment for pain: apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain,bleeding : menorrhagia (heavy menstrual bleeding),allergy nickel,rash/skin condition, psych injury,other injuries/symptoms : fatigue, hormonal changes, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: total bilateral occlusion bilateral tubal occlusion status post essure device placement (per mr). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal, depression;the end of each coil was left in the fallopian tube due to excessive bleeding." Were added. Outcome of events"abnormal bleeding (vaginal)" was updated as recovered. Medical history, reporter information and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('surgical removal of coils-the end of each coil was left in the fallopian tube due to excessive bleeding; 2nd surgery needed.'), pelvic pain ('pelvic pain') and procedural haemorrhage ('surgical removal of coils-the end of each coil was left in the fallopian tube due to excessive bleeding 2nd surgery needed.') In a 30-year-old female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus infection, broken ankle, ovarian cyst, uterine bleeding and polymenorrhoea. Concomitant products included levothyroxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("psych injury, psychological or psychiatric problems-depression") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"), 2 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced rash ("rash"), skin disorder ("skin condition") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), pain in extremity ("severe hand pain"), muscular weakness ("hand weakness loosing all hand function"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (2nd surgery needed and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, procedural haemorrhage, depression, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, allergy to metals, fatigue, hormone level abnormal, migraine, headache, pain in extremity, muscular weakness, bladder disorder, urinary tract disorder and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscular weakness, pain in extremity, pelvic pain, procedural haemorrhage, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (pfs). Patient received treatment for pain: apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain,bleeding : menorrhagia (heavy menstrual bleeding),allergy nickel,rash/skin condition, psych injury,other injuries/symptoms : fatigue, hormonal changes, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: total bilateral occlusion. Bilateral tubal occlusion status post essure device placement (per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), pain in extremity ("severe hand pain"), muscular weakness ("hand weakness"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, allergy to metals, fatigue, hormone level abnormal, migraine, headache, pain in extremity, muscular weakness, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscular weakness, pain in extremity, pelvic pain, psychological trauma, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (pfs). Patient received treatment for pain: apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain,bleeding: menorrhagia (heavy menstrual bleeding),allergy nickel,rash/skin condition, psych injury,other injuries/symptoms: fatigue, hormonal changes, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. On (B)(6) 2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, psych injury, fatigue, hormonal changes, bladder/urinary, migraines, headaches, severe hand pain and weakness; loosing all hand function. Event outcome were added. Reporter information were updated, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.